Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 55 to 500mg/dl. The customer had symptoms such as shortness of breath and treated with insulin. Customer indicated that the settings are wrong on the pump and too high and will contact their doctor for further assistance. Customer declined high blood glucose troubleshooting. There was no further information provided by the customer or by troubleshooting.